Event description:
Event description guidant received information that following implant, the pacing impedance and r-waves dropped and the thresholds increased. An invasive procedure was performed and further testing of the lead confirmed these readings.